Event description:
A trapezoid rx lithotripter was used during a stone removal procedure on a male patient (weight unknown) in 2007. According to the complainant, "during the procedure ... [When] the nurse closed the basket, the stone would not break and the basket would not open. The nurse applied more pressure to close the basket, but [to] no avail, therefore ... The nurse [used] ... [A] mechanical lithotripsy and when she went to close the basket, the wires at the handle of the basket broke ... So they took [an] old mechanical lithotripsy [device] and hooked the wires into it ... And the wires broke again ... And after that they put some clamps on the wires, so the patient would not swallow them and [the] patient had to go to surgery to remove the basket form the duct." Reportedly, the patient is doing "well" following the procedure.

Manufacturer narrative:
Note: this device was used beyond its expiration date. The device has not been returned. A device analysis is not available; therefore, the relationship between the device and the event is undetermined. A search of the complaint database did not identify any additional complaints recorded for this lot. The november 2007 15-month trapezoid rx lithotripter product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.